Event description:
Customer stated they were inside house showing their unit to the family when all of a sudden the front left fork broke. This caused her to fall out of the unit to the floor. She indicated she was not hurt badly and did not seek medical attention.